Event description:
(B)(4). I got the essure a year ago. Since then I have been in constant pain. It hurts so bad it impacts my life. I have severe pain from my lower right abdomen. From my lower abdomen down below my knee it goes numb. I have pain in my lower back because of it. My lower abdomen is always swollen. I bleed more than I ever have. With huge blood clots. Before the essure I was a extremely active woman. Now I cant do half the stuff I use to.